Event description:
The physician was attempted to advance an endeavor resolute rx stent to lesion. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on withdrawal of the stent it was found to be deformed. No clinical sequelae were reported. Evaluation summary: initial mandrel movement. The distal tip was slightly flared. The stent was positioned on the balloon between the inner shaft markers. The proximal pillow balloon folds were partially opened and disturbed. The 1st five proximal stent segments and the 1st nineteen distal stent segments were intact. The remaining six segments were stretched, overlapping and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver the stent and stent deformation), patient's condition affected effectiveness of device (vessel morphology) - severe calcification. Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology) - severe calcification. (B)(4).